Manufacturer narrative:
The cl electrode lot number and expiration date were not provided. Qc was within ranges on the day of the event. The customer suspected that location of the ise component (sample probe, vessel, sippers and nozzles) was abnormal. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 8000 ise module. Results for the chloride (cl) test were affected. Initial result: 130 mmol/l. Repeat result: 103.8 mmol/l. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
The field service engineer checked the analyzer and found no issue. The investigation did not identify a product problem. The cause of the event could not be determined.